Event description:
It was reported that the customer received motor error and no delivery alarms on the insulin pump. Customer's blood glucose was not known. It was stated the insulin pump had not been bumped, dropped, or exposed to a strong magnetic field or moisture. There was also a reported issue with the buttons on the device. Customer was confirmed to have a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.